Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber confirmed the reported clinical observations as the fiber was received in two pieces. Visual inspection identified a fiber body break along the fiber body. Microscopic inspection of the fiber tip indicated the fiber was degraded. There were no breaks or kinks near the fiber tip. The connector was in good condition. The aiming beam was distorted and bright through the fracture location. When the fiber was plugged into the console, a message read: treatment used: 0, treatment left: 10. It is probable that procedural handling of the device during set-up and use may have contributed to the fiber break. According to the device instructions for use (IFU): ensure the fiber is properly handled so that it is not damaged by being stepped on, pulled, left lying in a vulnerable position, kinked or tightly coiled. Based on the information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a transurethral prostate enucleation, a spark occurred during irradiation, and the tip got kinked, making the device unusable. The procedure was completed using another fiber without patient complications. Analysis of the returned device identified a broken fiber.